Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents test, self test, off no power, restart error, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarm, battery out limit alarm, weak battery alarm or restart error alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported, the customer received a button error alarm. The customer replaced his battery and received a excess no delivery alarm. The customer was at football practice and was not wearing his insulin pump prior to the alarm occurring. It was also found the customer had a battery out limit and weak battery alerts. The customer's blood glucose was unknown. No additional information provided.